Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2008, the patient reported that about a month ago his blood glucose elevated to 500 mg/dl due to his severe scar tissue. He stated his normal range is 80-250 mg/dl. He said he experienced leg cramps and corrected his reading by injecting 8 units of insulin. He stated his insulin infusion headset was not kinked or bent when he removed it and there was no insulin leaking from his infusion site. He said there was no air bubbles in the infusion set tubing or the insulin cartridge of his infusion device. Site rotation and management were discussed with the patient and a courtesy guide to infusion site management and sample infusion sets were sent to the patient. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.